Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the issue by receiving the reported error. The fse replaced the s101 and s102 sensors and verified the resolution by running quality control and patient samples without errors. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [4001] turn table home sensor description: the turntable motor home sensor remains activated. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to faulty s101 and s102 sensors, cause traced to component failure.

Event description:
A customer reported ¿4001 turn table home sensor" error on the aia-360 analyzer. The turntable turns freely when powered off, however, when the analyzer is powered on the issue occurs. No fluid is observed in the overflow tube. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.